Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that the lead was returned with only the connector portion of the lead in one piece. Visual examination found two external insulation abrasions breaching the outer insulation at 7.0-7.2 and 7.1-7.2 cm from the connector pin exposing the outer coil consistent with friction to the device can. All the other damage noted is consistent with procedural damage.